Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 20 days after the dental implant was installed in patient's mouth it was verified its non-osseointegration. The patient presented bone type ii.